Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The insulin pump started rewind after the alarm. The battery was only lasting 2 or 3 days despite a new battery cap. The blood glucose had run up to 420 mg/dl the day before. The customer treated with the insulin pump. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The displacement test and manual prime were successful with no recurrence of the alarm. The customer declined troubleshooting for high blood glucose., weak battery, low battery, and insulin not delivering. The insulin pump alarmed for a button error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.